Event description:
It was reported that the right ventricular (rv) lead exhibited increasing impedance over time. It was also reported that the rv lead displayed oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 407652 implantable pacing lead implanted (B)(6) 2005; model d274drg implantable cardioverter defibrillator (ICD) implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary #the distal segment of the lead was returned, analyzed and revealed the conductor of the lead was fractured (in-vivo) and the defib portion of the lead was flexed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.